Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple insulin pump error. The customer¿s blood glucose was 160 mg/dl at the time of incident. Customer reported that the insulin pump had an error in the hardware low level failures. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that they performed self test and they got multiple insulin pump error. The insulin pump will not be returned for analysis.